Event description:
Information was received indicating that the patient was re-implanted with a new generator, suggesting the infection associated with device extrusion had resolved. No new pertinent information has been received to date.

Event description:
It was reported that the patient's generator was eroding through the chest, and she was admitted to the hospital on (B)(6) 2016. The surgeon believed that the patient had wound healing problems arising from a topical infection, for which she had previously received oral antibiotics as treatment. The surgeon also indicated that the patient is physically small, which contributed to the device pushing against the poorly-healed surgical incision. The generator was explanted on (B)(6) 2016, and the patient has not been implanted with a new generator to date. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No additional pertinent information has been received to date.